Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) germany, alleging that the onetouch verioiq meter is giving inaccurate high reading of ¿150 mg/dl¿ compared to the doctor¿s meter reading of ¿98 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014, the patient took 7 units of humalog insulin based on the alleged reading of ¿150 mg/dl.¿ within ten minutes, the patient exhibited symptoms of ¿flabby, trembled and passed out.¿ the patient was given glucose gel at the time of concern. Fifteen minutes later, her friend drove her to her doctor. The patient was tested on her doctor¿s meter at ¿98 mg/dl.¿ troubleshooting indicated that the meter to other meter comparison was done within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after he took insulin per the lfs meter reading. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.